Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report. Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. Visual inspection revealed no damage observed. The system functional test (sf1) was conducted on returned product, where it failed the led power on subset of automated electrical and functional testing. The baseline evaluation (series of manual functional tests by a user) was completed, where the unit failed to power on with alternating current (ac) power supply. Subsequently the programmer was disassembled to isolate the defective components in the associated assembly. When the carrier board was swapped out with a known good unit, the product defect disappeared. Further analysis of the assembly noted an electrical short in the q2 component which contributed to the power failures.

Event description:
It was reported that this integrated programmer was received by post market quality assurance without a known reason for out of service. No patient involvement.